Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The reporter indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported event. The explanted lens was not returned. The root cause may be unrelated to the lens. The file indicated that the lens exchange was done because of previously unseen macular pathology. Attempts have been made to gather more information. A questionnaire has been sent to the surgeon. No response has been received. If additional information becomes available the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implant surgery, a patient was experiencing blurry vision. The surgeon removed the lens and replaced it on a secondary surgery and also noticed the patient had macular pathology. Additional information has been requested.